Event description:
The following has been reported: "this came for pm in batch 13 b but gets no power while plugged in no led is on and [does] not power on same when just on battery-- will need repair ." Reporting due to the referenced issue. No additional issues or serious injuries to the patient were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. According to provided repairs information power supply board had to be replaced. Despite several requests for the part return and attempts to collect additional information, we did not receive anything that would allow us to go further with this investigation. The reported issue seems to be linked to a defective power supply board but based on available information the root cause of this defect remains unknown. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.